Manufacturer narrative:
The cardiosave iabp triggered repeated gas loss alarms, causing the device to enter hard stop mode each time. The nurse restarted therapy using the start button. Due to ongoing alarms, the team removed the balloon catheter as per physician plan. Alarm trigger logs confirmed gas loss events. The patient was on a ventilator. Peep and heart rate unknown. Esp personnel reviewed alarm details and troubleshooting with staff. The pump is planned to be sent to biomed. A gas loss in the iab circuit takes place when the pump detects a helium loss due to a leak or high rate of diffusion in the iab circuit. When a cumulative shuttle gas loss exceeds a nominal 5 cc per hr dynamic limit a gas loss alarm is triggered. The alarm activates only when the iab inflation period greater than or equal to 80 msec and deflation period greater than or equal to 250 msec.

Event description:
It was reported that the cardiosave intra aortic ballon pump(iabp) had gas loss alarm that had alarmed multiple times. Nurse stated the iabp would go into a hard stop each time. The physician plan for the patient was to remove the balloon catheter the day of call, so they had troubleshot the alarm by removing the balloon catheter. Esp personnel requested nurse print out an alarm and trigger log which revealed the unknown alarm to be a gas loss alarm that had alarmed approximately 4 times in less than 5 minutes. Nurse stated the primary rn had pressed the start button to resume therapy. She reported the patient was on a ventilator but was unsure of the peep or the patient heart rate. Esp personnel reviewed the nature of the alarm, as well as the proper troubleshooting steps with nurse. She stated she planned to send the pump to biomed. No harm or injury to the patient was reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (investigation findings, component codes).